Event description:
It was reported that the drill attachment heated up during a routine equipment eval. This did not occur during a procedure, so there was no pt involvement. There were no user injuries or adverse consequences alleged.

Manufacturer narrative:
The device was rec'd by the MFR and the complaint was confirmed. The device was disassembled and found to have an excessive amount of debris around the bearing. The debris is most likely the cause for the device to have rotational issues, resulting in excessive friction and heat generation.